Event description:
The customer reported that while the unit was in use on a patient, liquid was accidentally spilled onto the unit and the unit began to emit smoke. The patient was switched to another unit and therapy was continued. No patient injury was reported.